Event description:
It was reported that the user was unable to twist and attach the connector piece to the ilet, and the issue resolved when the connector was replaced, indicating a fitting problem associated with the connector/coupler. Investigation included communication with the user and analysis of the information they provided. Investigation of this case revealed a mechanical problem consistent with a fitting issue at the connector/coupler. No clinical signs, symptoms, or conditions during the event reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.